Manufacturer narrative:
The device was not returned for analysis and the device was implanted. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. The reported adverse events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked with MDR: 2029214-2019-00695. If information is provided in the future, a supplemental report will be issued.

Event description:
Pipeline embolization device for 100 unruptured large and giant internal carotid artery aneurysms in a single center in a japanese population¿ (hidenori oishi, kosuke teranishi, kenji yatomi, takashi fujii, munetaka yamamoto, and hajime arai) the patients¿ mean age was 63.4 years (range, 19¿88) at the initial treatment and 90 patients (89.4%) were women. Significant in-stent stenosis without neurological symptoms occurred in one patient who underwent percutaneous balloon (hyperform or transform (stryker) angioplasty to resolve the stenosis. However, a direct carotid cavernous fistula (dccf) developed because of the vessel dissection during balloon inflation. The patient underwent internal coil trapping of the dissected parent artery without clinical modification. Navien, marksman and hyperform where the reported ancillary devices.